Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen. The patient's parent stated that the sensor wire which remained in the skin and the patient had a fever on (B)(6) 2022. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2022 who performed an x-ray and confirmed the retained sensor wire remained embedded in the abdomen. The patient had surgery to remove the sensor wire on the same day. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgery. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).